Event description:
Reporter alleged 470 mg/dl back to back with a result of 136 mg/dl when tests were performed 1 minute apart. It was stated customer self treated with orange juice when glucose was low and took insulin as normal, however, no other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.